Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they experienced red welts and an allergic reaction at the sites of insertion and sensor patch adhesion. Patient was advised by dexcom technical support to try recommended adhesive tape as a barrier between the sensor wire and sensor patch. Patient sought medical intervention from physician and was taken off medications dialtiazem and xarelto to isolate the source of allergy. At the time of contact with dexcom technical support patient was in good health.

Manufacturer narrative:
(B)(4).